Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. On the same day as onset, the patient was hospitalized for the event. The patient was treated with injection netilmicin (100 mg; route, frequency, and duration not reported) and injection tecocide (400 mg; route, frequency, and duration not reported) for peritonitis. Action taken with therapy was not reported. Recovery status of the patient was unknown. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.